Manufacturer narrative:
Correction to h6 based on addition information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for stenosis and central regurgitation were unable to be confirmed due to unavailability of medical records and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had vast comorbidities (e.g. Cad, htn, and etc.), which are known factors that may increase the risk of atherosclerosis, leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. However, a definitive root cause could not be determined, and it is possible that other, unreported patient factors may have also caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 9 months, 24 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the patient presented with dyspnea on exertion and chest pain due to stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. There was no injury to the patient. Per echo report approximately 3 years, 1 month, 3 days post procedure, there was a mean gradient of 45 mmhg, and a peak gradient of 59 mmhg due to severe aortic stenosis with an aortic valve area of 0.59. There was mild to moderate central aortic regurgitation noted, and the patient had congestive heart failure symptoms including chest pressure with minimal physical activity, increasing shortness of breath included at rest, and lower extremity edema.

Manufacturer narrative:
Investigation is still ongoing.